Event description:
It was reported that during the use of the cassette, a "no disposable, pump won't run" alarm frequently went off. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and four photos were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing found failure mode could not be duplicated by functional testing, complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: b1: adverse event and/or product problem.